Manufacturer narrative:
A4): patient's weight unk. B6): relevant tests/laboratory data unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. Another rv lead, along with right atrial (ra) and left ventricular (lv) leads were present in the patient, but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the targeted rv lead to provide traction. While using a spectranetics 16f glidelight laser sheath, advancing around a "unique" bend in the superior vena cava's (svc's) anatomy toward the right atrium, the glidelight could not progress further. Upon removing the glidelight from the body to switch to another device, the patient's blood pressure dropped. Rescue efforts began immediately, including use of rescue balloon, bypass, and sternotomy. A perforation of the svc was discovered and repaired; however, there was too much blood loss and the patient did not survive. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.